Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. It was found that the 2 set screws that hold the mvs on/off switch in place had backed off. The on/off switch was re-positioned and the screws tightened back in place. The mvs on/off switch is now secure and the system turns on/off properly. The issue was resolved. No parts were replaced and no parts have been received for analysis.

Event description:
A site representative, radiographic technologist (rt), reported that, the mobile viewing station (mvs) monitor would not turn on. The system on light and line of power light were both on. The back on/off switch was spinning. There was no patient impact as this event was discovered outside of a procedure.